Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient was injected bilaterally with one syringe of juvéderm vollure¿ xc in the cheeks. Immediately after the injection, a vascular occlusion occurred to the right cheek. Hcp administered a dissolved in a hyperbaric chamber. The patient returned the next day and four days after for 30 minutes both days in the hyperbaric chamber. Symptoms resolved same day as injection and dissolver.

Event description:
Healthcare professional (hcp) reported patient was injected bilaterally with one syringe of juvéderm vollure xc in the cheeks. Immediately after the injection, a vascular occlusion occurred to the right cheek. Hcp administered a dissolved in a hyperbaric chamber. The patient returned the next day and four days after for 30 minutes both days in the hyperbaric chamber. Symptoms resolved same day as injection and dissolver.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.